Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2014 with the following findings: there was no evidence of moisture behind display lens visible at time of investigation. During evaluation, there was no power to the pump when the pump was powered on. There was corrosion was found in the battery compartment. There was no visible damage found to the pump case. The pump passed the leak test. The pump was opened to check for internal moisture damage; there was no evidence of moisture damage found on internal components or the printed circuit board (pcb). The investigation was unable to be completed because of moisture issue in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.